Event description:
Reporter alleged the patient received a result of 11 mg/dl on inform system 1 at 02:09 am compared back to back with a result of 133 mg/dl on inform system 2 at 02:19 am. Reporter also alleged that the patient received another result of 73 mg/dl at 02:21 am on inform system 1. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips have all been used, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B) (4) - it was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a cot tipped with a patient onboard. The service technician was asked to evaluate the cot and found that it exceeded it's life expectancy and had significant wear issues. The service technician did not repair the cot and recommended to the customer that the cot is taken out of service permanently. The service technician stated that the patient onboard remained secured to the cot during the tip and the medical personnel did not detect any injury. The operator of the cot attempted to stop the tip and sustained bruising on the leg.